Event description:
According to the reporter, during the procedure, three cartridges connected to the power handle with a standard adapter experienced partial firing, each stopping at approximately one-third of the 60mm suture length, with the knife blades retracted; in each case, the product was replaced, and an alternative cartridge was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4k1005 egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4k0915 egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4g1020 sig power sigphandle handle - sigphandle, serial#: unknown sig power sigpshell control shell - sigpshell, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic partial lung resection, three cartridges connected to the power handle with a stan dard adapter experienced partial firing, each stopping at approximately one-third of the 60mm suture length, with the knife blades retracted; in each case, the product was replaced, and an alternative cartridge was used to complete the procedure. There was no patient involvement.